Event description:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse) the customer's complaint was confirmed. The fse attempted troubleshooting by conducting the system test, but it failed. The fse replaced the device's 3-way solenoid valve and proportional valve to address the issue. After replacing the valves, post-repair, verification steps were conducted in accordance with the service manual. The ventilator, running firmware version 1.05.10.00, passed all functional and safety tests. The device was returned to clinical use with no operational limitations.